Event description:
The customer called to report symptoms of low bgs. Instructed the customer to take a fast acting glucose source. It was informed that the customer was hospitalized for low bgs few days before the call. The customer informed that the paramedics took them to the hosp. The customer was in the hosp for one day only and released. Also the customer stated that they went low again and noticed the time on the pump was incorrect. Assisted the customer to change the time. Later the customer reviewed the time and was incorrect again. The customer reverted to back up plan or manual injections. Troubleshooting was performed. The pump passed the self-test.